Event description:
It was reported that the anchor was inserted after a pilot hole was drilled. It was further reported that as the anchor was being twisted into the hole, a popping noise was heard and the distal tip of the anchor broke off.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.